Event description:
--

Manufacturer narrative:
Subsequently, boston scientific crm received information from an implant form (dated (B)(6) 2010) that this device was explanted due to normal battery depletion. The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Visual inspection did not identify any anomalies. Manual pacing and shock impedance testing were normal. The device was put through and passed diagnostic testing that verified the performance of pacing, sensing and shocking functions. It was concluded that the device performed normally throughout laboratory testing.

Manufacturer narrative:
The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Subsequently, boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for device replacement. Additionally, a separate rv pace/sense lead was implanted and surgically capped for future access.

Manufacturer narrative:
The available information suggests that the device and lead system remains in-service.

Event description:
Boston scientific crm received information that this local representative contacted technical services to request a longevity calculation on this patient's chronic device. The device was not at elective replacement indicator (eri) status and the left ventricular (lv) output had been programmed at a high setting. An estimate for the chronic device gave 'invalid values" indicating that outputs may have been reprogrammed since implant. The local representative reported that when the single electrode easytrak lv sensing was programmed to lv (tip) to lv (ring), an lv electrogram was displayed. Technical services explained that this was not possible since there is no lv anode. Technical services discussed the possibility of noise feeding through the right ventricular (rv) circuitry ("parasitic coupling"). Subsequently, the local representative contacted technical services to discuss possible loss of lv capture. The lv channel had been programmed off because the clinic technician checked the device and reported no capture at 7.5 volts at 2.0 ms. The patient felt progressively worse and was admitted to the emergency room (ER). The physician was considering the possibility of replacing both the lv lead and device. When rechecked, the device/lv lead system were exhibiting capture, the lv channel was programmed back on and the patient's condition improved. Electrogram printouts were reviewed and technical services discussed the findings with the local representative. It appears that this device and lv lead were exhibiting capture at 2.8 or 2.6 volts at 2.0 ms. The device was permanently reprogrammed to 5.5 volts at 1.5 ms and the patient was scheduled for discharge.